Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with moisture damaged motor assembly, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2017 12:30:33 pst d. Carpenter (carped6) phone (B)(6) customer reported a critical pump error alarm immediately after swimming. Customer declined pump was dropped or bumped and there was no any alarm prior to critical error. Customer was advised to disconnect from the pump and revert to a back up plan as per hcp's instruction as her pump need to be replaced. No further details given. Customer: (B)(6) in warranty - purchase date: (B)(6) 2016 repair and replace RMA created date of report*: (B)(6) 2017 (dd/mm/yyyy) complaint taken by*: (B)(6) of employee taking complaint*: (B)(6).